Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated for about a month, confirmed february, their therapy group c program 1 had not been working. Patient stated the intensity was on 6.0 but they did not feel anything; patient confirmed therapy was on and stated they could feel stimulation in their knees in programs 2, 3, and 4. Patient changed to therapy group a and stated they did not feel anything; program 1 intensity was at 5.5. Patient changed to therapy group b and stated they liked this therapy group best so far and noted they felt the stimulation strong on their left side but barely on the right. Agent reviewed role of rep and reprogramming and sent email to the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that when redirected to their healthcare provider (hcp) they didn't do anything to resolve the issue and they didn't have help.